Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was able to close on gastric mucosa; however, the clip did not deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch number is mw5155206. Block h6: imdrf device code a15 captures the reportable event of clip did not release.